Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.9c, flow rate (fr) was 0.5lpm. Walked nurse through disconnecting pads, rotating connector 180 degrees, and reconnecting pad using proper technique. Asked nurse to inspect the full length of the tubing to check for any kinks or compression. Nurse identified an area that seems to be compressed. Flow rate was 1lpm, water temperature (wt) was up to 29c. Asked nurse to keep an eye on the flow rate. If it dropped that low the heater was unable to work at full capacity.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.9c, flow rate (fr) was 0.5lpm. Walked nurse through disconnecting pads, rotating connector 180 degrees, and reconnecting pad using proper technique. Asked nurse to inspect the full length of the tubing to check for any kinks or compression. Nurse identified an area that seems to be compressed. Flow rate was 1lpm, water temperature (wt) was up to 29c. Asked nurse to keep an eye on the flow rate. If it dropped that low the heater was unable to work at full capacity.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.9c, flow rate (fr) was 0.5lpm. Walked nurse through disconnecting pads, rotating connector 180 degrees, and reconnecting pad using proper technique. Asked nurse to inspect the full length of the tubing to check for any kinks or compression. Nurse identified an area that seems to be compressed. Flow rate was 1lpm, water temperature (wt) was up to 29c. Asked nurse to keep an eye on the flow rate. If it dropped that low the heater was unable to work at full capacity. Per follow up information received via task on 28feb2025, spoke with nurse confirmed that therapy completed without exchange of pad or device. Pad was disposed of, and device remained in service.